Event description:
It was reported to covidien on 02/24/2010 that a customer had an issue with a scd compression sleeve. Customer reports that a medical patient who was wearing the scd express pump and sleeves developed deep tissue bruising unilaterally.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.